Manufacturer narrative:
(B)(4). Batch # unknown. Additional information received: what is the current patient status? The patient is in perfect condition, he was discharged in time and form was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? The patient had no consequences that altered his health. Did the safety lockout engage (no staples or a cut line delivered beyond the lockout)? Once the stapler was locked and the jaws did not open. The doctor tried to tighten the reverse button, it did not work and then the safety button on the top of the stapler was opened manually and even then, the jaw was locked with tissue inside. On the last shot of the surgery, the stapler was shot as it had been done, but the blade advanced reached the end but did not come back. There was no difficulty in firing, the shot was successful and the advance of the blade also, if I get to cut and staple but not return from that last shot the blade locking. Formation in b of staples.

Event description:
It was reported that during a hepatectomy procedure, when the fourth reload was fired the stapler locked. The stapler was rinsed and the reload was replaced. The stapler was put back in the tissue and it locked again. It was attempted to open the stapler manually, but it did not open. The stapler remained attached to the tissue until it cut and released, being removed from the cavity with the piece. Patient consequences were not reported.

Manufacturer narrative:
(B)(4). Batch # t5ad9k. Device analysis: the analysis found that one pve35a device was returned with no apparent damage and with one cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. Once the device completed the firing sequence the knife returned home as intended. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Per photographic analysis: upon visual inspection of two photos, the following was observed: the first photo shows an operating room with doctors. However, the quality of the photo is not clear. The second photo shows a device from top view with the bailout door removed. In addition, the condition of jaws could not be observed. Based on the photos reviewed, the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.